Event description:
It was reported the customer was hospitalized due to diabetes ketoacidosis. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 586 mg/dl. The customer's mother stated their son was experiencing high blood glucose, which led to diabetes ketoacidosis. The mother also stated her son was new to the insulin pump and was experiencing fluctuating blood glucose as a result. The mother also stated her son was still in the hospital, but was released from the intensive care unit. The customer's blood glucose had declined to 384 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).